Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During preparation, difficulty in flushing occurred while the telescope was in an advanced state. Despite correct aspiration attempts, the air inside the catheter could not be removed. The procedure was completed using another device of the same model, with no adverse patient outcome reported.